Manufacturer narrative:
Incident 1 of 5 the product involved in the event is not available for evaluation. A follow-up report will be provided upon conclusion of investigation. Medical action industries is the manufacturer of the circumcision convenience kit containing the complaint straight hemostat component, r0598 (lots 2541r0598 & 2441r0598g). The two lots manufactured in the complaint convenience kit lot were sourced from two different suppliers, global instruments inc. (FDA registration 1057200) & tamzon instruments, inc. (FDA registration 1421530). This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
Straight hemostat broke during circumcision procedure. The hemostat instrument failed to hold the skin, coming loose. No patient harm resulted from incident. Site reported the hemostat failed 4-5 times during 19 total circumcisions performed.